Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, h3: the system was serviced in the field, and the medtronic representative (rep) adjusted the screw tension on the x collimator blad es. They homed the collimator 10 times without error. The system performed as intended. Codes b01, c13, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an error initializing collimator during bootup. No patient was present.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.